Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D14830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included burning micturition, nausea, sickness, other disorders of intestine, dizziness, malaise, hepatitis a virus test, headache, cough, nose congestion, uterine fibroids, runny nose, swollen glands, fever, nasal discharge, pelvic discomfort and inflammation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("severe vaginal bleeding"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with paracetamol and surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, dyspareunia, urinary tract disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she had received treatment for pain, bleeding discrepancy noted date of insertion :(B)(6) 2016,(B)(6) 2016. Discrepancy noted date of insertion :(B)(6) 2016, (B)(6) 2016. Discrepancy noted date of removal:(B)(6) 2018. Date of other essure related surgery dated: (B)(6) 2018. 3 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: negative. Hysterosalpingogram - on (B)(6) 2016: impression: adequate placement of both essure devices with no filling of the fallopian tubes. The essure devices are working.. Ultrasound pelvis - on (B)(6) 2018: impression: two fibroids in the uterus one on the anterior wall, second one posterior fundus.. Most recent follow-up information incorporated above includes: on 4-jun-2021: mr received : reporter, lot number, lab data added, rcc updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D14830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included burning micturition, nausea, sickness, other disorders of intestine, dizziness, malaise, hepatitis a virus test, headache, cough, nose congestion, uterine fibroids, runny nose, swollen glands, fever, nasal discharge, pelvic discomfort and inflammation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("severe vaginal bleeding"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with paracetamol and surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, dyspareunia, urinary tract disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she had received treatment for pain, bleeding discrepancy noted date of insertion :- (B)(6) 2016, (B)(6) 2016. Discrepancy noted date of insertion :- (B)(6) 2016, (B)(6) 2016 discrepancy noted date of removal:- (B)(6) 2018. Date of other essure related surgery dated: (B)(6) 2018. 3 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: negative. Hysterosalpingogram - on (B)(6) 2016: impression: adequate placement of both essure devices with no filling of the fallopian tubes. The essure devices are working.. Ultrasound pelvis - on (B)(6) 2018: impression: two fibroids in the uterus one on the anterior wall, second one posterior fundus.. Batch no d14830, production date 2014-10-06, and expiration date 2017-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("severe vaginal bleeding"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, dyspareunia, urinary tract disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she had received treatment for pain, bleeding most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event was added- dyspareunia (painful sexual intercourse), general abnormal bleeding, urinary problems and weight loss. Patient demographic details, reporter and product information was added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("severe vaginal bleeding") and infection ("infection"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, infection, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.